Event description:
Rptr states error appears on display when the advantage sys is powered on. During troubleshooting, rptr observed missing segments. No adverse event reported. No action or inaction was taken based on device results. Requested return of suspect device and replacement was sent.